Event description:
It was reported that there was a system error message. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that there was dirty, had a broken top, bottom, left and right plunger cases. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Old grease and debris were found on worm coupling facets and u29 on main board. Cleaned the u29 on main board, replaced worm coupling, delrin washer, the old style motor bracket and worm gear for preventive. Performed occlusion testing and all functional testing which passed. (UDI) is unknown. No product information has been provided to date